Event description:
It was reported that: incident occurred on (B)(6) 2023. When separating the two white wings from the midline peel away introducer to begin peeling, one of the two white plastic wings separated from the rest of the sheath. The peelable part remained in the patient's arm. As the dilator was not fully inserted, this part could be removed from the patient by hand. There was no patient harm or consequence reported.

Manufacturer narrative:
Qn#(B)(4). The customer provided one photo for evaluation. The complaint of a broken peel-away sheath tab was able to be confirmed by the photo. The customer returned one half of a peel-away catheter for analysis. Signs of use in the form of biological material were observed on the sheath. Visual analysis revealed that one peel-away sheath tab was separated from the extrusion. Portions of the proximal end of the peel-away extrusion were still molded into the tab. The point of separation occurred at the distal end of the tab. Microscopic examination confirmed the damage and revealed that the point of separation was not uniform. It was also noted that the peel-away sheath appeared fully split down the score lines. No defects or anomalies were observed on the score lines. R & d was previously consulted regarding this complaint issue. They indicated that this defect likely occurred during the molding process. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "avoid tearing sheath at insertion site which opens surrounding tissue creating a gap between catheter and dermis. Do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to vessel perforation and bleeding, or component damage." The report that the peel-away sheath tab broke off during use was confirmed through complaint investigation of the returned sample. Visual analysis revealed that one of the sheath tabs separated from the extrusion. Portions of the proximal end of the peel-away extrusion were still molded into the tab. A device history record review did not reveal any relevant findings. Based on the customer report and the sample received, the observed failure mode likely occurred during the manufacturing (molding) process. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: incident occurred on (B)(6) 2023. When separating the two white wings from the midline peel away introducer to begin peeling, one of the two white plastic wings separated from the rest of the sheath. The peelable part remained in the patient's arm. As the dilator was not fully inserted, this part could be removed from the patient by hand. There was no patient harm or consequence reported.